Manufacturer narrative:
The initial MDR was submitted with an incorrect date of event. The correct date of event was (B)(6) 2017. The initial MDR was submitted with an incorrect date received by manufacturer. The correct date received by manufacture was 3/31/2017.

Manufacturer narrative:
The initial MDR was submitted with an incorrect date received by manufacturer. The correct date received by manufacture was 03/31/2017. This field was changed in error on the 1st supplemental correction. This field did not need to be corrected from the initial MDR.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Results: it is unknown if a sample will be returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that a few needle stick injuries occurred with an unspecified bd insulin pen needle. It is unknown if the injuries occurred pre or post patient use or if medical interventions were provided.